Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor power fuse f3 was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor would not display an image or produce fluoroscopic x-ray. No pt injury was reported.